Event description:
It was reported that the lens was explanted and replaced due to z-syndrome in the patient's right eye. Patient is doing well.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.